Event description:
It was reported that during a breast biopsy, the marker would not deploy. Completed the procedure with a third marker. No pt consequence.

Manufacturer narrative:
Introducer sheath detached from handle (device a) and tip sheared at distal tip (device b). Eval summary: the analysis results confirmed that device a was received with the tube detached from the handle and the collagen plug already deployed. The tip of the introducer tube of device b was received torn and missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. A corrective action has been initiated to address the root cause of the deployment issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.